Manufacturer narrative:
This event was determined to be supplemental information to MFR # 2916596-2025-04682 and MFR # 2916596-2022-01479. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event as well as device serial number and other identifying information; however, no further information was provided by the customer. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU lists potential adverse events, including infection, sepsis, and renal dysfunction that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists infection as a potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that athe patient was a 55-year-old woman who underwent implantation of a heartmate 3 implantable left ventricular assist device (lvad) as a bridge to transplant (btt) for severe heart failure due to dilated cardiomyopathy in x¿49 months. Four weeks after discharge, the patient developed a driveline exit site infection and was readmitted. Staphylococcus aureus was detected from the exit site culture. Treatment with ampicillin/sulbactam (abpc/sbt) was initiated, and since bloodstream infection was not confirmed, therapy was switched to oral minocycline (mino). The patient was discharged approximately two weeks later. However, staphylococcus aureus continued to be detected from the exit site cultures, and in x¿36 months, the patient was readmitted due to worsening driveline infection. Due to pigmentation side effects from mino, the antibiotic was changed to oral cefaclor (ccl), and the patient was discharged after one month. Subsequent cultures from the driveline site remained negative. In x month, four years after lvad implantation, the patient developed fever and fatigue, followed by a 5 kg weight gain and worsening dyspnea over one week, prompting emergency evaluation. Blood tests revealed elevated inflammatory markers, and the patient was urgently hospitalized. Shortly after admission, the patient's systolic blood pressure dropped to the 40-mmhg range, accompanied by acute kidney injury and anuria, leading to a diagnosis of septic shock. Treatment with ceftriaxone (ctrx) and vancomycin (vcm) was initiated. Given the patient's pre-existing severe right ventricular dysfunction and biventricular failure, dobutamine, norepinephrine, and steroids were promptly administered. Despite treatment, hypotension and anuria persisted, necessitating continuous hemodiafiltration (chdf), which gradually led to spontaneous urination. Due to prolonged hypotension, vasopressin was added, resulting in gradual renal recovery, and chdf was discontinued on hospital day 4. Blood cultures identified campylobacter fetus, and the infection was attributed to enteritis-induced sepsis. Antibiotic therapy was de-escalated to ccl. After confirming negative blood cultures and ruling out abscess formation via chest and abdominal computed tomography (CT) scan, the patient was discharged approximately one month later. In x+1 month, the patient developed herpes zoster and was treated with valacyclovir. In x+3 months, the patient presented with tenderness and swelling at the lower part of the median sternotomy incision. Chest CT revealed fluid accumulation at the site. Diagnostic aspiration confirmed purulent fluid, and cultures again identified campylobacter fetus. Sternal osteomyelitis was suspected, prompting surgical debridement, removal of infected sternal wires, and vacuum-assisted closure (vac) therapy. Intraoperative findings showed no sternal dehiscence. The wound was closed on postoperative day 11. Pump exchange was not performed, and the patient continues to be monitored under mino therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.